Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, flushing was done and it was confirmed the marker port was not obstructed. Then the device was inserted into the vessel, but blood back flow was not confirmed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.